Manufacturer narrative:
The esu was thoroughly inspected/tested by an outside third party testing house (i.e., tuv (B)(4)). The unit was found to be working as intended (note: the footswitch or handle were not available for an evaluation.). In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. It appears that the burn was caused by user error including not following instructions. There is a warning in the user manual addressing this type of situation as follows: "unintentional activation of the instrument risk of burns to the patient and medical personnel! Put instruments down in a safe place: sterile, dry, non-conductive, and easy to see. Instruments that have been put down must not come into contact with the patient, medical personnel, or combustible materials. · instruments that have been put down must not come into contact with the patient, not even indirectly. An instrument can come into contact with the patient indirectly through electrically conductive objects or wet drapes, for example." No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a gynecological surgery to address an abscess cleavage. Per the report, a footswitch had fallen off its raised stand to the floor and inadvertently activated a handle/electrode that was placed on the patient's abdomen. A burn occurred on the abdominal wall and an ointment was applied to treat the necrosis (no information was provided in regards to the size or appearance of the burn.). The esu was distributed to a hospital in (B)(6).